Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that a red alert was detected on the patient's home monitor system for a low shock impedance below 20 ohms. The patient was seen in the emergency room and the impedances were averaging around 50 ohms. Isometric testing was completed by the local sales representative with no noise noted. Additional information was received from the local sales representative stating that no changes were made to the patient's device. The physician was going to monitor the patient's device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the lead remains in service. Should additional information be recieved, this investigation will be updated.